Event description:
It was reported that during follow-up for unrelated procedure, non-sustained rv oversensing episodes were observed on the right ventricular channel. The two episodes were suspected to be caused by myopotential oversensing and possibly noise. Due to the unrelated surgery, minimal isometrics could be performed but nothing was reproducing the oversensing at that time. Programming changes were made. The patient¿s device will be interrogated again in the near future to determine the effectiveness of the programming. The patient was stable before, during, and after the device interrogation and will continue to be monitored.